Manufacturer narrative:
Serial number was not provided, therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log files multiple no external power alarms were observed while the device was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the connection with the mpu, the wall outlet or the house losing power. No further or additional information was provided.

Manufacturer narrative:
Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power event observed in the log file was confirmed. The event log file provided by the customer contained events recorded from (B)(6) 2019 to (B)(6) 2019. There was a no external power event recorded on december 15 at 11:38 pm. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power event captured in the log file was not able to be determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. \no further information was provided. The manufacturer is closing the file on this event.